Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. MFR. Report #1 of 2. Medwatch report # 2032227-2011-01107.

Event description:
The customer reported that she filled the reservoir and change the infusion set prior to call. The customer stated that she took out the entire plunger and then placed the reservoir into the reservoir compartment. The customer stated that insulin came out of the insulin pump when she removed the reservoir. No further info was provided.